Event description:
Baxter product surveillance received a report from a nurse via the baxter clinical helpline to report the minicaps falling off from the transfer set. This event description refers to the second of two instances of this issue occurred to the home pt. The home pt had not yet begun peritoneal dialysis and the cap was placed at the clinical in 2006. The issue was discovered when the pts arrived to have the catheter flushed approx a week later. There was no pt injury or medical intervention associated with this incident.

Manufacturer narrative:
Samples were not available for analysis. Renal product surveillance, quality engineering, along with plant manufacturing, will continue to monitor this product line.